Event description:
The customer stated an archtiect i2000sr analyzer generated a (B)(6) result for one patient sample. The (B)(6) result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7c18, that has a similar product distributed in the u.s., list number 1l82. (B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer reported they observed a false positive anti-hbs result of 33.72 miu/ml for a patient sample using the roche cobas platform. The customer then assessed the sample using architect anti-hbs reagent and generated an expected non-reactive result of 8.53 miu/ml. The sample was forwarded to an outside laboratory and re-assessed on an alternate architect instrument which generated a non-reactive result. Tracking and trending identified no adverse impact for the architect anti-hbs reagent lot 24314lf00. Labeling was reviewed and found to be adequate. Follow up with the customer confirmed the architect generated the expected negative anti-hbs result. No product deficiency was identified.